Event description:
After pre-dilatation with 2.5mm and 3.0mm x 20mm ptca balloons, a 3.5mm diameter x 24mm length medtronic ave s670 rapid exchange stent delivery system was inserted into the right coronary artery. The target lesion was located distal to a restenosed stent that was inserted two months prior to this procedure. While attempting to advance the stent delivery system to the target lesion, the stent hung up on the second bend in the artery. Despite encountering resistance, there was continuing attempts to push the stent through to the lesion. Consequently, the guide catheter pulled back into the aorta with the wire and the stent delivery system, causing the stent to dislodge from the stent delivery system balloon. The dislodged stent was snared from the descending aorta and removed successfully from the pt. The physician did not follow the instructions for use when the lesion was not pre-dilated 1:1, and when the stent delivery system was advanced despite encountering resistance. There was no add'l clinical sequelae reported relative to the event.